Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an insulin flow blocked alarm during delivery as well as during load reservoir step in rewind. The customer stated they had high blood glucose due to flow blocked alert and interrupted bolus deliveries. It was reported that the customer already changed the set and reservoir but did not fix the issue. The customer did the troubleshoot and rewinded the insulin pump, reinserted reservoir and ran load reservoir but the insulin pump alarmed again. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.